Manufacturer narrative:
A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 unit giving a 600.6875 error. Technical support: replace wireless network card; recommended to send in unit for warranty repair. Biomed will call back later to get warranty RMA. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/17/2020 to present date 11/19/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 600.6875. Account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu dom v9.19.1.2 a/b/g/n. Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Caller has a new 8015 unit giving a 600.6875 error. Sn: (B)(6). Replace wireless network card; recommended to send in unit for warranty repair. Biomed will call back later to get warranty RMA.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
Case #:(B)(4). Case subject: npi 8015 error 600.6875. (B)(6). Caller has a new 8015 unit giving a 600.6875 error. Sn: (B)(4). Case resolution: replace wireless network card; recommended to send in unit for warranty repair. Biomed will call back later to get warranty RMA.